Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited oversensing of noise that resulted in storage of an untreated episode. Review of the stored episode noted the noise was sometimes classified as noise by the device, and other times, was oversensed. The oversensing caused the device to transition to a tachy state and more aggressive sensing profile, which, resulted in intermittent t-wave oversensing. Technical services (ts) discussed troubleshooting options. The sensing vector was reprogrammed from alternate to primary. Subsequently, intermittent undersensing was observed and resulted in the smartpass feature becoming disabled. Review of the stored episode noted a morphology reduction that led to undersensing. Ts discussed re-enabling smartpass. Subsequently, the device and electrode exhibited oversensing that resulted in delivery of an inappropriate shock while the patient was jogging. An x-ray was performed and noted appropriate system placement. Potential device movement in the pocket was suspected. The device was programmed off and potential troubleshooting and programming options were being discussed. The device was then programmed back on two days later, and the primary sensing vector was programmed back to alternate and the shock zone was increased. No additional adverse patient effects were reported.